Event description:
It was reported the patient experiences over stimulation while attempting to increase stimulation. This occurs when the button gets stuck on the programmer. A new programmer was sent to the patient. The replacement programmer resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.